Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for ¿traumatic subarachnoid hemorrhage.¿ on (B)(6) 2026, at 14:00, an eicu nurse performed an arterial puncture per physician's orders. After successful placement of the arterial catheter, blood continuously leaked from the catheter tubing. The nurse immediately removed the catheter and reinserted a new arterial catheter from the same batch and specification. The reinsertion was successful with no subsequent abnormalities. Subsequently, the nurse contacted the procurement center, which notified the supplier, (B)(4), of the adverse event and subsequent actions. Although this incident was an isolated occurrence within the hospital, it resulted in secondary puncture injury to the patient and caused significant dissatisfaction among the patient and their family.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.